Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recn1607 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the (B)(6) during the therapy the nurse noted a liquid leakage from a small hole 2 cm near the valve. The catheter was removed.